Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4).

Event description:
Device 2 of 4. Reference MFR. Reports: 1627487-2015-03315, 1627487-2015-03317 & 1627487-2015-03318.